Event description:
It was reported by service report that the head end brakes do not engage at either side of the bed. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: brake cam screw.